Event description:
It was reported that the pacemaker dropped one year of device longevity in just six months. Boston scientific technical services (ts) recommended on bringing the patient to the office to save files and submit data to confirm normal depletion. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker dropped one year of device longevity in just six months. Boston scientific technical services (ts) recommended on bringing the patient to the office to save files and submit data to confirm normal depletion. The device remains in service. No adverse patient effects were reported. Additional information was obtained which indicated that the disk analysis revealed that the device was depleting normally. The battery voltage and power consumption were both stable and within expectations based on programming and therapy delivery. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.